Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and is replacing the gas delivery engine.

Event description:
The customer reported that while in pt use the ventilator stopped ventilating and was audibly alarming. The pt was placed on another ventilator, no pt harm. Vent settings: neo mode, pressure simv, rate 25, insp pressure 10, peep 5, psvc 10, itime .65, fio2 40%.